Event description:
The account alleged the patient position module alarm is not alarming as loud as it should be. No patient impact.

Manufacturer narrative:
The account replaced the scale power control board to resolve the issue.